Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise were observed. Diagnostic imaging was performed and no anomalies were found. No intervention was performed. The lead remains implanted and will continue to be monitored. The patient was in stable condition.